Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. An internal and external inspection was performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The cause was a false empty detected and an inappropriate bypass of the low drain volume (ldv) alarm during the initial drain. Homechoice / homechoice pro apd systems patient at-home guide provides instructions on how to bypass ldv alarm in initial drain. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 20:18:10. During night drain cycle three, the patient's ultrafiltration reading was 2588ml, indicating the home patient (hp) drained 2183ml more than their maximum programmed fill volume of 2700ml. No additional information is available.